Manufacturer narrative:
The pump has not been received. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.